Event description:
Ethicon stapler part #psee60a from lot #a9771p malfunctioned while stapling. Dr [redacted] clamped the stapler down on the desired tissue to staple and after clamping down on the tissue, the staple function started and then stopped while stapling and had to be removed manually. Manufacturer response for ethicon stapler, ethicon stapler part #psee60a (per site reporter), unknown.